Manufacturer narrative:
The initial reporter's facility name: saitama medical university general medical center. The reported event is unconfirmed as the product meets specifications. Photo sample evaluation: received (7) photo samples. Visual evaluation of the photo samples noted an opened used drainage bag with tube connected with temp sensing foley catheter. Verified material number for catheter 119314 with manufacturing lot number ngjx0304, drainage bag with serial (B)(6). The condition of the affected catheter and drainage bag could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter attached to the urine meter bag. Verified material number 119314 and manufacturing lot number ngjx0304. Visual inspection noted no obvious observations. The catheter urine lumen filled with water and water flow was normal with no blockage present. This is within specification per inspection procedure which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about half a day after placement, the foley catheter leaked urine so badly that it had to be replaced. It was possible that there might been a blockage preventing urine from flowing. Urine was not flowing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about half a day after placement, the foley catheter leaked urine so badly that it had to be replaced. It was possible that there might been a blockage preventing urine from flowing. Urine was not flowing.